Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a stent delivery system was stuck on the guide wire. The 3.0 x 32 mm promus element mr stent delivery system (sds) was advanced, but became stuck on the non bsc guide wire. The sds would not move in any direction, so the physician removed the sds and guide wire together, resulting in a "dislodgement". The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was further reported the 3.0 x 32mm promus element mr stent delivery system (sds) was advanced, but was unable to cross the lesion. The device was tried to move back but was unable and the stent dislodged from the sds.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified tip damage. The tip of the device was stretched for 3mm and was kinked. Due to the damage tip it was not possible to pass the 0.015 inch product mandrel through the device. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The shaft of the device was flattened and slightly stretched. The struts in the middle of the stent were misaligned and some of the struts were raised. The stent was sitting loosely on the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The crimped stent and the balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination found that the hypotube had kinked approximately 150mm distal from the catheter's strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).